Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 alarm (air in line) on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set and cycled power off. The tsr explained the alarms and the caregiver (cg) states that the hp patient line disconnected while in dwell 1 causing the alarm. The tsr advised to discard all supplies and to report alarms to the nurse the next morning. Product surveillance contacted the cg on (B)(6) 2011. The cg stated that nothing was noticed with the supplies and the nurse had been contacted regarding the event. The hp went to the emergency room for antibiotics and the transfer set was replaced. The connection had seemed secure at the time and the cause of the separation was unknown. The patient had just gotten back from the hospital; the hospitalization was due to a heart issues with a stint and was not related to therapy or supplies. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Since the lot number is unknown a batch review will not be performed

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient line disconnected from the transfer set . The patient line became inadvertently separated from the transfer set due to loose connection. Labeling review found that the labeling is adequate for the potential use error identified the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).